Manufacturer narrative:
The lead was explanted.

Event description:
It was reported that high capture threshold was observed on the right ventricular lead. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017. Patient was in stable condition before, during and after the procedure.